Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The complaint appears to be for the absence of stop ring on the plunger rod. This product does not have a stop ring by design according to its product specification. The design of the product has not changed since september 1997. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material # 309628. Batch # unknown (431893 - invalid). It was reported that the bd luer-lok plunger rod was broken / damaged. The following information was provided by the initial reporter: it was reported by customer that attempted to draw up medication prior to procedure when plunger came out and medication was lost. Verbatim: rcc received a complaint via email. Email(s) attached. Chc complaint reference #: (B)(4). Hospital complaint reference #: (B)(4). Customer (hospital) name: xxxx. Customer address: xxxx. Contact name: xxxx. Phone: (p) xxxx. E-mail: xxxx. Correspondence language: english cat# of product being complained: (B)(4). Description of product: syringe tuber 1cc ll st syr only 100ea/bx 8bx/ca. Lot or s/n: (B)(6). Complaint category: fail to function / defective. Reportable: no. Incident date: 06 feb 2025. Hospital complaint reference #: (B)(4). Details of complaint (reported issue): rn attempted to draw up medication prior to procedure when plunger came out and medication was lost. When other syringes with same lot number were checked the plunger had no lock and was easily removed from the end of the syringe. Please note: this complaint is being brought forward by the products end user. If you have any specific questions regarding this complaint please direct them to the below contact - xxxx. Complaint noticed: prior to use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: 1 ea. Samples available? No. Is customer requesting an rga?: no. Return qty:

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.